Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient experienced pelvic pain, erosion and vaginal prolapse. An excision of the vaginal mesh was performed.

Event description:
As reported to coloplast though not verified, patient's legal representative stated extrusion, exposure, urinary problems, bowel problems, infection, bleeding, dyspareunia, neuromuscular problems, vaginal scarring.